Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information received indicated that per the physician, the patient passed away from exacerbated heart failure a month post-explant procedure and the patient's death was unrelated to the procedure.

Event description:
It was reported that the patient passed away post-procedure of his infected pacemaker system extraction and unsuccessful aveir leadless pacemaker implant attempt. The procedure may have contributed to the patient's passing.